Event description:
The customer reported a clear fluid leak of unspecified volume from a coulter lh 750 hematology analyzer while the instrument was in an idle state. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found disconnected tubing from the sheath flow restrictor, vc12. He replaced the tubing at vc12 and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).